Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151456.

Event description:
It was reported that the patient's right ventricular exhibited an unspecified issue. Surgical intervention was performed and the lead is no longer in service. There were no patient consequences.